Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, a frayed stent was identified. During the prep of a taxus express2 3.0 x 20 mm drug eluting stent the proximal side of the stent was found to be frayed out of the package. The procedure was completed using another of the same device. There were no reported pt complications.